Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 17:03:16 on 2/21/2024. At 17:34:32, an arrhythmia was detected. ECG shows vf. At 17:35:07, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole with pacer spikes. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 18:34:06 on 2/21/2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 2/21/2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 17:03:16 on (B)(6) 2024. At 17:34:32, an arrhythmia was detected. ECG shows vf. At 17:35:07, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole with pacer spikes. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 18:34:06 on (B)(6) 2024.